Event description:
On 11mar2011 , the peritoneal dialysis nurse (pdrn) reported that the home patient (hp) had peritonitis. Causality was given as constipation that the hp had experienced prior to symptom onset which caused pressure on the peritoneal dialysis (pd) catheter with the subsequent leakage at the exit site. The pdrn stated that the hp was hospitalized (B)(6) 2011. Pd effluent was obtained for culture, which resulted positive for the corynebacterium organism and the hp was diagnosed with peritonitis. Treatment rendered was unknown. The pdrn stated that the hp was recovering at the time of this report. Past medical history included hypertension, diabetes, heart disease, cellulitis of the left leg and end stage renal disease. On (B)(6) 2011 l , baxter received a call from (B)(6) at va hospital dialysis clinic in (B)(6) who stated that the pd catheter was placed (B)(6) 2006 by surgeon (B)(6), md at the (B)(6) hospital. The hp had experienced leaks at the exit site of the pd catheter prior to the peritonitis onset, and on (B)(6) 2011 had been placed on hemodialysis. The pd catheter was discontinued on (B)(6) 2011 by the surgeon due to the continued leaks and the unresolved peritonitis. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).